Event description:
A customer contacted baxter's global technical service center to report a system error 2240 alarm (indicating air in the cassette) on the homechoice (hc) machine during dwell 3. The patient was connected at the time of the alarm. The home patient (hp) had left the clamp on the unused supply line open. The alarm had actually occurred 5 hours prior to the call and the patient had finished therapy with manual supplies. The hp was advised to call the registered nurse. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to the patient having a clamp open on a supply line not connected to a solution bag. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).